Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: user's test strip had poor storage test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Customer was also concerned results were erratic; erratic results under concern were not reported as being performed back to back. The customer is concerned with test results from results obtained of 246, 55 and 187 mg/dl. Customer was concerned that he tested 246 mg/dl and without taking any medication or food he dropped to 55 mg/dl (tests were not within thirty minutes per meter memory). The customer's expected fasting blood glucose test result range is 78 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 08/27/2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:customer is concerned that he tested 246mg/dl and in less than one hour without taking any medication or food he dropped to 55mg/dl. Customer is also concerned that 187 and 246mg/dl is high. Customer called to report erratic reading on his meter. Customer is also concerned that the results are high. Customer feels fine and denies diabetic symptoms at this time. Customer manages diabetes with insulin and states his last a1c was 6.5 (140mg/dl). Customer states his normal fasting range is 78-110mg/dl. Customer is concerned that he tested 246mg/dl and in less than one hour without taking any medication or food he dropped to 55mg/dl. Customer is also concerned that 187 and 246mg/dl is high. Customer stores his supplies in the bathroom, instructed customer on proper storage.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user's test strip had poor storage. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Customer was also concerned results were erratic; erratic results under concern were not reported as being performed back to back. The customer is concerned with test results from results obtained of 246, 55 and 187 mg/dl. Customer was concerned that he tested 246 mg/dl and without taking any medication or food he dropped to 55 mg/dl (tests were not within thirty minutes per meter memory). The customer's expected fasting blood glucose test result range is 78 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 08/27/2018 and open vial date was undisclosed. (B)(6). Memory concerns:customer is concerned that he tested 246 mg/dl and in less than one hour without taking any medication or food he dropped to 55 mg/dl. Customer is also concerned that 187 and 246 mg/dl is high. Customer called to report erratic reading on his meter. Customer is also concerned that the results are high. Customer feels fine and denies diabetic symptoms at this time. Customer manages diabetes with insulin and states his last a1c was 6.5 (140 mg/dl). Customer states his normal fasting range is 78-110 mg/dl. Customer is concerned that he tested 246 mg/dl and in less than one hour without taking any medication or food he dropped to 55 mg/dl. Customer is also concerned that 187 and 246 mg/dl is high. Customer stores his supplies in the bathroom, instructed customer on proper storage.